Event description:
It was reported to iridex that while using the micropulse p3 probe, the probe "got too hot to use", which is a possible malfunction of the probe. No adverse event was reported. No other additional information regarding this event was provided to iridex. This is a possible malfunction of the delivery device that could possibly cause or contribute to a serious injury such as a opthalmic burn if the malfunction were to recur. Iridex is investigating this complaint to gather more information of the event that occured.